Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported on (B)(6) 2024 that the recipient got a poor recognition of speech with the device. The recipient then was suggested another two-week observation with a head bandage. However, the situation did not seem to improve. Further proceedings are unknown.

Event description:
The parent reported on (B)(6) 2024 that the recipient had a poor recognition of speech with the device. Another two-week observation was suggested using a head bandage. However, the situation did not seem to improve. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: device investigation revealed a technical failure of the reference electrode which explains the reported issues. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.